Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified popliteal artery. After a guide wire crossed the lesion, a 2.0mmx20mmx143cm fg coyote nc (nc quantum apex¿) balloon catheter was advanced for dilatation. However, during the first inflation at 19 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a different size coyote nc balloon catheter. No patient complications nor injuries were reported.